Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the package contained the wrong implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, date rec¿d by MFR, type of reports, if follow up, what type?, device evaluated by MFR, evaluation codes, and additional MFR narrative. Reported event was confirmed by review of device history records. No product or photos were provided. Review of the device history record (DHR) found that the two identified lots went through multiple operations on the same date with the same operators. Review of the manufacturing process forms determined that both lots were argon-sealed (operation 0085) at the same time, which could likely be related to the reported event. Previous investigation results concluded that the reported event was due to a manufacturing and labeling deficiency as the product was co-mingled during the sterile packaging operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.